Manufacturer narrative:
The lead was returned with no lead performance problems. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's system was returned and the right atrial (ra) lead tested out of specification. The ra lead analysis exhibited insulation damage. Follow up with the patient's clinic revealed the implantable cardioverter defibrillator (ICD) had been removed due to an infection.

Manufacturer narrative:
Product analysis summary: the full lead was returned in segments, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.